Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mg9k, implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient felt like ants were crawling on their skin and biting them on the ears and arms in (B)(6)2015. The patient had no change in medication. The patient was legally blind and they had checked the room and there was nothing in the room that was biting and crawling. The patient also had a few incontinent episodes and some frequency episodes in (B)(6) 2015. This was considered a sudden change in symptoms. The patient would have a follow-up appointment with their health care provider (hcp) on (B)(6) 2015. The indications for use for this patient were pelvic pain and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.